Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was exhibiting high impedance for all contacts. Consequently, surgical intervention was taken and the lead was replaced. Effective stimulation therapy was reportedly restored postoperatively.